Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow-up with the rn, it was reported an internal dialyzer blood leak occurred two hours after initiation of hemodialysis treatment the blood leak was not visually observed. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient declined completing the remainder of treatment on the day of the event. The patient returned to the clinic the following morning and completed treatment without issue. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow-up with the rn, it was reported an internal dialyzer blood leak occurred two hours after initiation of hemodialysis treatment the blood leak was not visually observed. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient declined completing the remainder of treatment on the day of the event. The patient returned to the clinic the following morning and completed treatment without issue. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance (nc) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.